Manufacturer narrative:
On 06/30/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 123223: 25 liners manufactured and released on (B)(6) 2013. No anomalies found related to the problem. To date, 9 items of the lot have been sold without any similar issue. On (B)(6) 2015 it was communicated that no picture of the broken screw is available. On (B)(6) 2015 the medical affairs director made the following analysis: the report states that the screw was found broken, but gives no indications as to location and appearance of fracture, and the screw is not being returned to manufacturer. Hence, observations can only be speculative. It is extremely unlike, almost impossible, that such screw, correctly inserted, could break in operation, as it is stressed only, if at all, by the polyethylene inlay. Therefore, it is legitimate to assume that the breakage occurred at surgery, possibly by excessive torque being applied during tightening. A torque-limiting wrench could be considered to avoid this problem to happen in future. Clinically, the pt will not, in all probability, suffer any further consequence because of screw removal, provided the inlay is well positioned. We assume that the surgeon was able to check correct positioning of the inlay during screw removal arthroscopic procedure.

Event description:
(B)(4).